Event description:
It was reported that in preparation for a stenting procedure, the liberte' monorail stent delivery system shaft broke into two parts. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.